Event description:
Account states that customer contact said that a doctor thought that the hot pack caused a burn. They said they didn't think it was the hot pack but wanted to do a report to document the complaint. Per the nurse manager there were 2 blisters at the site. By the next day, they could not tell where the blisters had been.